Manufacturer narrative:
(B)(4). No sample was available.

Event description:
The home patient (hp) was getting an alarm during prime. The hp realized that the problem was that he had not pulled the stopper out of the bag when he tried to connect the bag. The hp pulled the stopper out of the bag and continued therapy with no further issues. There was no patient injury or medical intervention reported. Product surveillance spoke with the hp on (B)(6) 2010 to get clarification and the hp has been doing fine and continuing therapy on the cycler as usual.